Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Difficulty backloading the device over the guidewire was experienced, and the device was exchanged for a second device. The second device was inserted without difficulty, but marking was not satisfactory. The physician advanced the device further into the artery and encountered resistance. Add'l force was exerted on the device and it broke at the struts. The physician could not retrieve the device and a vascular surgeon was called to the cath lab. The pt was taken to surgery where the device was removed and the artery repaired. Surgery was successful and the pt recovered without further incident.